Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was leaking at site on (B)(6)2024.the infusion set has been used for less than 1 day. The blood glucose level was 270-300 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.